Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products - liner elevated rim 36 mm i.d. Size nn for use with 62 mm o.d. Size nn shell/ pn 00875201536/ ln 632624336, unknown stem/ pn and ln unknown, durom acetabular component/ pn 01002141xx/ ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the components remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02254, 0001822565-2017-02255.

Event description:
It was reported that patient is experiencing left hip pain approximately five months post revision. Office notes from approximately two months post operatively that the surgeon believes this is sciatica-type pain. It was reported during that surgical follow up that there was good range of motion with 100 degrees of flexion. Patient was prescribed medication for pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was considered confirmed by review of surgical notes. X-ray review finds the acetabular cup may be oversized for the patient anatomy and at an excessively steep lateral angle of inclination. Radioluceny could be seen at the metal/bone interfaces of the acetabular superiorly and loosening may be possible medially. The head appeared to be grossly centered within the cup. A tiny metallic fragment could be seen to the left of the cup, however its origin is uncertain. The stem exhibited a varus alignment, and thin linear radiolucent and sclerotic lines could be seen at the metal/bone interface near the tip, however these are nonspecific. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause could not be determined with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.